Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips don't seem to be completely closing. In one of the devices some of the clips were crossing. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: what was the shape of the clips? Some were tear drop shaped or appeared to have a gap, some scissored. No clips fell into the patient.